Event description:
It was reported that customer received alarm 01 while using cartridge and could not confirm any visible cracks on original cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to load new cartridge, successfully resumed insulin delivery, and original cartridge was arranged for return for further evaluation.